Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor cannula is broken. Broken part is missing. Analysis was unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
The customer reported via phone call that they had transmitter issues. The customer was assisted with troubleshooting. The customer's blood glucose was unknown at the time of the incident. The customer stated that the transmitter did not blink when connected to the sensor. The customer was advised to replace the sensor and during removal, it was found that the sensor cannula was not on the sensor. The customer was advised to change sensor. The sensor was returned for analysis.